Event description:
Heterotopic ossification grade 3 in the left hip was reported within the 10 year follow-up examination of (B)(4) clinical study. Colateral hip replaced in 2005; right hip is part of the same retrospective clinical study.